Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the sheath was placed into the patient's right internal jugular vein without issue. The physician advanced the edwards swan ganz catheter through the mac hemostasis hub and connected the cath-gard. Blood was noted to reflux through the hemostasis valve. The physician noted the volume of blood return through the valve was deemed as a safety risk. The physician re-prepped and railroaded a new guide wire and mac through the existing right internal jugular site. There were no issues with the second mac insertion. There was a delay in treatment, but no patient complications or death reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint was confirmed through examination of a photograph provided by the customer. However, comprehensive verification testing could not be performed because the actual sample was not returned for analysis. The photograph depicted a cath-gard attached to a hemostasis valve of a sheath. Blood was observed inside the cath-gard. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined based upon the information provided and without the actual product sample. No further action will be taken.